Event description:
It was reported the patient never had therapeutic effect and the implantable neurostimulator (ins) never worked for the patient. When the ins was taken out in (B)(6) 2014, they had to fight to keep the patient alive for 6.5 hours during surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).